Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a knife was examined under a microscope prior to a procedure and was determined to be dull. The knife was discarded and did not come into contact with the patient. This is the fifth of eight reports being filed for this facility.